Event description:
During surgery for bilateral probe and irrigation with silicone intubation of lacrimal ducts, the physician noticed that the lacrimal duct instrument probe tip was missing. He had inserted the tube on the right side and noticed that the instrument tip was missing while inserting the tube on the left side. While in the pacu, an x-ray was taken and the physician and anesthesiologist assessed that the instrument tip was in the pt's left nasal area. The pt was returned to the operating room for possible retrieval / removal of the broken instrument prove tip. The physician performed exploratore left nasal endoscopic surgery without identifying the foreign body. Fluoroscopy of the head area performed in the operating room also without identification of foreign body. Anesthesiologist examined contents of suction cannister. No operative complications - pt tolerated procedure well.